Event description:
It is reported that patient was treated for self-inflicted gunshot wound by an unknown surgeon at an unknown hospital in (B)(6), on an unknown day in approximately (B)(6) 2012. Patient has experienced on-going pain and presented to oral surgeon on an unknown date. Examination revealed a non-union. Patient was returned to or on (B)(6), 2013 for revision surgery. Surgeon removed previous hardware, debrided the area, removed bone, and placed a 2.4mm locking reconstruction plate and 2.4mm locking screws, along with archbars.this is 5 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.implant date is reported as approximatley (B)(6) of 2012. (B)(4): placeholder.